Manufacturer narrative:
This device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The DHR (verification report) and 3shape (abutment export) review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. When fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole. No information as to where the fracture occurred.

Event description:
The patient realized the zirconia abutment was broken when it came out of his mouth, but unaware why it happened. The patient lives in another state so the abutment was replaced by a different doctor. The fractured abutment was discarded. The dentist reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.